Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was a failure in the sr manager. This occurred during digital intercommunication of medicine (dicom) setup. No patient present.

Manufacturer narrative:
Additional information: the cause of this error was traced to the hd-drive in the computer. The issue was solved by uninstalling the manufacturer dicom software and replacing it with the hospital dicom connection being installed in the synergy cranial software. If information is provided in the future, a supplemental report will be issued.